Manufacturer narrative:
(B)(6). (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a clearlink secondary medication set did not perfuse. It was further reported, the solution bag was empty and the drip chamber did not empty. The colleague pump did not sound. The drip chamber was "re-filled by a retrograde", but it did not perfuse the drip chamber and the tubing. The air intake was opened, "and this time, it allowed the flow of the chamber and tubing.'' This was noted during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information/correction: initial reporter phone no. The device was received contaminated with chemotherapy. Visual inspection through the bag did not identify any abnormalities that could have contributed to the reported condition. The reported condition could not be verified. No additional tests could be performed due to the condition of the returned sample. Should additional relevant information become available, a supplemental report will be submitted.